Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose value was over 400 mg/dl at the time of the incident. The customer was not hospitalized or had emergency medical services involved. The customer treated their high blood glucose value with a bolus. Troubleshooting was performed and the customer stated they did not want the insulin pump replaced and will speak to their health care provider. No issue with the insulin pump was found. Nothing will be replaced or returned.